Event description:
It was reported that the driver continued to run in safety mode while being tested prior to the start of a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details the reported condition of the device running on its own in safety mode could not be duplicated. Service replaced bearings and other components for preventive maintenance, did a clean, lube, and adjust to the device, and it was returned to the customer.